Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the list number in (B)(6) which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received

Event description:
On (B)(6) 2016, a patient in spain underwent percutaneous endoscopic gastrostomy (peg) procedure. It was reported that during the procedure a lot of air was insufflated. On (B)(6) 2016, patient suffered from pneumoperitoneum and subcutaneous emphysema. The patient was placed on nothing to eat and IV antibiotic amoxicillin ¿ clavulanic acid (augmentine) and paracetamol were administered. On (B)(6) 2016, patient tolerated tube feeding through peg tube. On (B)(6) 2016, radiography performed showed no air in the abdominal cavity and patient started to recover. The patient recovered from pneumoperitoneum and tolerated peg tube feeding. Patient was discharged on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Reference record a batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.